Event description:
Patient was revised to address loosening of the epiphysis and malpositioning of the metaglene which led to fracture of the screws. Poly wear of the cup was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.